Event description:
Resident found sitting on the floor with her head resting (chin) on the bottom bar of the bedrail (split-rail system). There was no indication of pressure caused by a bedrail on her skin, in the head of neck area. The bed was in the lowest position.